Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no blank display anomaly during test noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. The customer was treated with bolus. Customer stated that the insulin pump had no delivery alarm and it was not work. The customer declined the troubleshooting for the high blood glucose. The device will be returned for analysis.